Event description:
It was reported that the patient experienced a low blood glucose while using a dexcom g7 continuous glucose monitor (cgm) with the ilet, after eating crackers and cheese without a meal announcement, with the lowest cgm value of 66 mg/dl and a duration of approximately 20 minutes. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates with glucose trending upward and no healthcare utilization. Investigation included user communication and troubleshooting education focused on meal announcement practices and urgent low soon alerts. Investigation of this case revealed user-related use error due to a missed meal announcement leading to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy use and carbohydrate announcement.

Manufacturer narrative:
Initial.